Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a loss of consciousness and was at the clinic for a device check. A real-time electrogram was recorded and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the electrogram showed frequent premature ventricular contractions (pvcs) that occurred with appropriate sensing. Some of the pvcs resulted in retrograde p-wave conduction. These p-waves fell into the post ventricular atrial refractory period (pvarp) which was then followed by atrial pacing. Although the device is functioning as programmed, the temporary loss of atrial/ventricular synchrony could have resulted in situation similar to pacemaker syndrome. The field representative was to discuss this with the physician to determine the best course of action with this patient. No additional adverse patient effects were reported.